Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep called tech support to retrieve a code that the patient reported seeing at the time that the heating occurred, but according to tech support there was no code corresponding to the date of the event that the patient experienced the heating. The code was 8) 28 oct 2018, 16:18, 9) 81, 10) d0n2, 11) line 11 was blank the patient claimed the issue with the increase in temperature during recharging was on 2018-nov-09. The controller showed the date of 2018-nov-18. It was reviewed that the error message wouldn't correlate to the increase in temperature since it occurred two weeks prior to the event. It was reviewed to change the recharge rate and evaluate the ins pocket. The rep didn't want to change the recharge rate because the issue has not occurred since 2018-nov-09. The error message d0n2 is associated with screen 81 which includes the text, "the ins is depleted. Cannot provide stimulation. Recharge your implanted device." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The patient reported that the implantable neurostimulator (ins) became very hot while recharging, and their recharger shut off. They stated that a message appeared on the recharger controller screen, but they do not recall the message. The patient noted that the ins site was very uncomfortable and remained hot during recharge interval, and the patient had to stop recharging. The rep indicated that a diagnostics meeting is being scheduled and they will attempt to meet the patient at the healthcare provider¿s office. Patient services reviewed assessing the ins pocket site, and also decreasing the charging level from 4 to 3. No further complications were reported or anticipated.